Event description:
Initial and add'l info was rec'd from a health care provider's office on (B)(6) 2010 and (B)(6) 2010: a (B)(6) year-old male had his first intra-articular injection of sodium hyaluronate [hyalgan] for right knee pain on (B)(6) 2010 without event. The pt rec'd has second sodium hyaluronate injection (lot 127200, expiration date 31/jul/2012) in his right knee on (B)(6) 2010 and developed a knee infection. Treatment measures included surgery on (B)(6) 2010 to clean out the infection. At the time of the report, the outcome of the event was resolved. No further relevant info reported. Add'l follow-up info has been requested. This report corresponds to case 3 of 3 ((B)(4)).